Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump screen was dark and unable to read. Customer also reported that the insulin pump buttons were hard to push. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing due to screen was dark and unable to see the time. No display anomaly troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No missing segments/partial display anomaly or unexpected dark display/screen anomaly noted. All buttons functioning properly. No damage in keypad assembly noted. Inspected j2 on lcd connector and no unlocked connector noted. The backlight functioned properly. No backlight anomaly noted. Time advanced properly. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.